Manufacturer narrative:
(B)(4). Cartridge, one piece sled. One ec60 device was returned with the indicator discs broken and with a cartridge loaded on the device. The reload was received partially fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damaged is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery with lobectomy procedure, the device locked out and was difficult to open. Another device was used to complete the procedure. No adverse consequences reported.